Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was use error, tidal total uf removal set too low. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, document number (B)(4) on (B)(6) 2010. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation." Section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf."

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 03:40:28 with drain volume of 3825 ml during cycle 3. The largest prescribed fill volume was 2200ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test, but failed the rite functional test for unsuccessful display verification. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if additional relevant information is received.